Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The patient indicated that the alleged meter issue started on the day before, at 5:00 pm. As a result of the alleged meter issue, the patient administered self-care by taking an increased dose of diabetes medication. The patient took 40 units of humulin-r insulin at an unspecified time. After the alleged meter issue began, the patient claimed that she developed symptoms of sweating. It is not known as to what time the symptoms developed. It is also unclear as to what actions the patient took before and after the symptoms developed. It is noted that the patient had not stored her test strips properly. It also would have been helpful to know the patient's testing frequency, her medication and diabetes management regimens, and why the patient took an increased dose of insulin. The one touch customer advocate (otca) walked the patient through setting up the meter's options/settings. The patient denied that the issue started after replacing/removing the meter's battery. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she took an increased dose of diabetes medication, due to the reported issue and that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.